Event description:
False positive result(s). False-positive result. User stated that "she initially tested positive with flow flex on january 23rd and continued to test positive with that in 5 days and also at 10 days (had to test for school). She tested negative with another brand (I think it was their school brand) by 2 weeks. At two weeks she was still testing positive with flow flex. We also tested around feb. 11th for a trip and she tested positive on flow flex and negative on another rapid test. I have done a few tests in between then and now and she just tested positive again on flow flex two days ago. Negative on their school itest rapid tests x4."